Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a gradual increase in shock impedance measurements, including high out of range measurements. Boston scientific technical services (ts) discussed possible causes and troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this lead was surgically abandoned and replaced due to continued high shock impedance measurements. No additional adverse patient effects were reported.